Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the calcified and tortuous mid right coronary artery (rca). The 15mm x 3.0mm maverick2 monorail balloon ruptured as a pinhole at 6 atms on the second inflation. The first inflation was also performed to 6 atms. The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good".